Event description:
The account alleged that the head section at times does not rise, and when it does, it sometimes will drift back down.

Manufacturer narrative:
The technician found all controls were working and the hydraulic pump runs when each control is pressed. He checked coils and voltages and then removed hydraulic solenoid valve for the head down function. He found that the o-ring seal under the valve was deformed and cut through. The technician replaced the valve assembly and confirmed the head would consistently rise and lower.